Event description:
The customer reported that the system intermittently frozen and required a system reboot to attempt to regain system functionality. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps2 power supply was evaluated and optimized. The interconnected cable was also evaluated and replaced. The system was tested and found to be working as intended and returned to service.